Event description:
It is reported that the patient experienced infusion set occlusion issue with the infusion set site on (B)(6) 2026. The location on patient body where patient inserted the infusion set was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.